Event description:
It was alleged that an overinfusion of heparin occurred during use on a pt. It was noted that the pt had one site which was used for the primary infusion of heparin. A secondary infusion was started using the same line to run an antibiotic. The secondary rate was set at 100ml/hr and the volume in the fluid container was 100cc. After about 1 1/2 hours the secondary had emptied and the heparin was infusing at a rate of 100cc/hr. There was no reported pt consequence.